Manufacturer narrative:
The unit had a button error alarm and an intermittent button response due to corroded keypad traces. The unit had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a minor scratched display window.(B)(4).

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.